Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 0.035 x 145cm ptfe guide wire was used during a procedure to treat a non tortuous, non calcified lesion. It was reported that the outer core of the wire separated from the inner core of the wire. The patient is alive with no injury. Their was no impact to the patient and their current status is good. (B)(4) was created for the comment "it has occurred on/during several procedures".

Manufacturer narrative:
No damage was noted to packaging. No issues were noted to the device when removing from the packaging per IFU. The device was inspected. The device was prepped per IFU. The wire tip was not formed by the physician. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during insertion/delivery. It was not possible to advance the device over the aortic arch. If information is provided in the future, a supplemental report will be issued.